Manufacturer narrative:
The investigation of stroke/cva has been completed. The pump was cut from the catheter when it was returned in the box for investigation and has no impact on the investigation. There were no abnormalities with the pump and the catheter upon investigation. Borescope images were taken and found no biomaterial presence inside the cannula. Stroke/cva: "strokes/cvas can occur during or after impella support, and can be either ischemic or hemorrhagic. To make a determination as to the cause of the stroke, the following clinical information must be considered: -patient's medical history, including any previous strokes, cardiovascular disease, or risk factors such as hypertension, diabetes, or atrial fibrillation. -timing of the stroke in relation to impella support (during or post-implant). -detailed description of the symptoms experienced by the patient -neurological examination findings and any focal deficits observed. -diagnostic imaging results, such as CT scan or MRI of the brain, to identify the type and location of the stroke (ischemic or hemorrhagic). -laboratory test results, including coagulation profiles and cardiac markers -any relevant procedural or device-related factors, such as duration and settings of impella support, presence of embolic protection devices, or any documented procedural complications. -response to any previous anticoagulation or antiplatelet therapies. -evaluation of potential alternative causes of stroke, such as arrhythmias, embolic sources, or underlying vascular pathology. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined.¿ d9 device returned to manufacture was erroneously selected no, however the device was returned at the time of initial manufacturer device report number 1220648-2025-26872. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26872 as it is unknown if the initial reporter also sent the report to the food and drug administration. H3 was erroneously entered on the initial manufacturer device report number 1220648-2025-26872. H6 code 4114 was selected entered on the initial manufacturer device report number 1220648-2025-26872. H10 narrative erroneously stated the device was not returned on the initial manufacturer device report number 1220648-2025-26872.

Event description:
The complainant reported that a patient suffered from a small stroke during impella 5.5 support. It was noted that a clot had been observed prior to impella insertion, but was no longer visible during implant. Weaning was successful, the device was explanted, and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.